Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. Functional testing performed included leak testing, clear passage test, clamp function test, and device-device interaction testing. All functional testing performed was acceptable. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a leak from a homechoice automated pd set with cassette during fill one of peritoneal dialysis therapy. The patient was connected at the time of the event. Per the caregiver, there was solution spilling onto the floor from a pinhole leak in the patient line near the homechoice door. There was no patient injury or medical intervention associated with this event. No additional information is available.